Event description:
A us distributor returned a monitor and reported that the response buttons were non-functional.

Manufacturer narrative:
During evaluation of monitor front response button was damaged, causing it to be non-functional. The root cause of the non-functional response button cannot be positively identified. There was no adverse event that resulted from the damaged monitor.